Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test which was not reproduced but was verified through a review of the event history log. Evaluation performed an infusion for 5 minutes at the rate of 125 ml/hr and observed no discrepancies. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed downstream occlusion test. The problem was found during post repair evaluation in the biomed service department. There was no patient involvement. No additional information is available.